Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that on (B)(6) 2016, patient underwent balloon kyphoplasty at l4 and l3 decompression for l3 compression fracture. I ntra-op, cement leaked into the spinal canal. The patient was brought back for a lumbar decompression and kyphoplasty with pain(lower extremities) and another lumbar fracture. The surgeon stated that he was unsure if the pain was a result of leakage or subsequent fracture and both were treated on (B)(6) 2017. One level was implanted but it wasn't recorded which level it was. No delay was caused because of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.